Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that while removing an embolization coil, the coil stretched and then detached in the microcatheter. There was no reported intervention or patient injury. The current patient's status is reported to be okay.

Manufacturer narrative:
The device was returned for evaluation; however, the microcatheter was not received. The implant was noted to be stretched and detached from the pusher. The monofilament was exposed by dissecting the pusher. The distal end of the monofilament had striations and a tail, which is indicative of a tensile break. Based on the investigation and provided information, the complaint of a stretched coil resulting in a detached implant could be confirmed. The root cause is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.